Event description:
This incident was reported to lumenis by the customer on march 9, 2006. The doctor treated a bronchial stricture with the holmium: yag wavelength of the versapulse select 20/60 system using a flexible bronchoscope. A fire resulted from an oxygen-rich environment in the operating room and flame in the endotracheal tube caused burns to the pt's bronchus, pharynx and/or trachea. The versapulse select 20/60 system operated according to specification during the incident. The hosp and lumenis investigated the incident. Lumenis field service evaluated the versapulse system.